Event description:
It was reported that the user experienced a low reading of 60 mg/dl on their dexcom g7 while using the ilet system. The user treated the hypoglycemia with oral glucose tablets and candy, and was counseled on avoiding overtreatment and to confirm recovery with a fingerstick after 15 minutes. Symptoms included hypoglycemia. Outcomes included recovery to in-range glucose without the need for emergency care or hospitalization. Investigation included user counseling and troubleshooting education. Investigation of this case revealed user-related overtreatment of hypoglycemia with successful resolution after guidance. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.